Event description:
The customer reported via the sales rep that during surgery, the surgeon screwed the screw into the plate and the screw went past the point that it was meant to stop on the plate and did not stop until the surgeon noticed that it had not stopped. The sales rep further reported that there was another unit available to complete the surgery with a 15 minute delay in surgery. It is further reported that there was no adverse consequences.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.